Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "slight sign of detachment beginning at the lower part of the implant with probable siliconoma in the lower outer and inner areas, and periprosthetic effusion". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported "slight sign of detachment beginning at the lower part of the implant with probable siliconoma in the lower outer and inner areas, and periprosthetic effusion". Healthcare professional later reported "capsular contracture baker grade iii". This record is for the right side. The device was explanted.

Event description:
Patient reported "slight sign of detachment beginning at the lower part of the implant with probable siliconoma in the lower outer and inner areas, and periprosthetic effusion". Healthcare professional later reported "capsular contracture baker grade iii". This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g2, h3, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: observed broken device through microscopic inspection assessed as assessed unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.